Event description:
It was reported that during an unspecified procedure, a device break occurred. Upon attempting to retract the ultra-thin sds balloon dilatation catheter through an unspecified sheath, the catheter broke. No patient injuries or complications were reported. Multiple attempts to obtain additional information have been unsuccessful.